Manufacturer narrative:
Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient correspondence: patient contacted depuy stating they are having problems with their knee implant. She complained of loosening, swelling, space between the kneecap, and that she has to wear a brace. The patient contacted the legal department indicating they have been revised. Prior to the revision, the patient's knee had been hurting primarily tibial pain. The patient continued to have knee effusions. At this time an unknown component is being added to the complaint and reported for pain, as it is unknown what components were revised at revision.

Manufacturer narrative:
Review of the device history records and/or a lot specific complaint database search was not possible for the newly added unknown device as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.